Event description:
A remstar pro cflex device was returned to a thirdparty service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device the service technician observed visible foam particles inside blower kit. Additionally the service technician also noted error codes e66 errstuckencoderb e65 errstuckencodera and e65 errstuckencodera and dust fail contamination the device was scrapped by the service center after the evaluation was completed.